Manufacturer narrative:
G4: 08jan2020. B4: (B)(6). The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The technician ran tests with the oxygen connected and found that the noise was caused by operation of the oxygen solenoid. The service technician concluded that the noise was caused by the oxygen solenoid valve adjusting oxygen flow volume resonating inside the gas delivery system and that this was not a failure of the unit. The unit was returned to the customer. The device was being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
It was reported that there was an unknown noise coming from the unit. The device was in use at the time of the event; however, there was no patient harm.